Event description:
A cartridge alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was able to successfully load a new cartridge and resume insulin therapy, resolving the issue. No additional information regarding the product lot number was available.